Event description:
Cytoxan, chemotherapeutic agent infusing for approx 10 mins "air in cassette" alarm sounded, no visible air. Rn noticed 2 small flecks of white particulate in cassette. No evidence of precipitate, and pharmacist states this is a highly soluble drug - unlikely to precipitate. Suspect plastic particulate.